Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot no: 2002824419) were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2025, the heart failure (hf) surgery team was consulted, followed by a transplant infectious disease (ID) consult on (B)(6) 2025. During this hospitalization, several concomitant and additional medical interventions were performed. On (B)(6) 2025, the patient underwent incision and debridement (I & d) of the skin, subcutaneous tissue, and abdominal fascia using a knife and electrocautery, followed by washout and packing of the wound. Subsequently, on (B)(6) 2025, a repeat washout was performed with wound vacuum (vac) placement. A further procedure on (B)(6) 2025, involved additional washout and closure of the wound, with antibiotic (abx) bead placement. A pet/computed tomography (CT) scan conducted on (B)(6) 2025, demonstrated diffusely increased fluorodeoxyglucose (fdg) uptake along the driveline (dl) and mildly increased uptake along the outflow tract, findings suggestive of ongoing inflammation or infection. Intraoperative findings included purulence around the driveline, and cultures grew pseudomonas aeruginosa. The driveline was washed out and closed on (B)(6), with antibiotic beads placed to manage the infection. The vad and outflow graft remain in use.

Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study additional product: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 catalog #: 1125 /expiration date: 31- dec-2021/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 31-dec-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.